Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was alarming for power lost while the pump was on. Troubleshooting included silencing the alarm and reviewing the settings. Patient was instructed to stop and power the pump off and on, replace the old batteries with new batteries and attempt to restart. Medication delivery was confirmed with run screen present and reservoir volume counting down. No patient injury was reported.